Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: dealer reported he noticed a split in the upholstery when chair was folded. Per provider, seat came in by tech who was out to install the seat on the wheelchair and noticed the split in the upholstery when chair was folded. No information of any harm or ill effect.